Manufacturer narrative:
The returned device was evaluated. During inspection the device was found to power on via the ac and battery power, but was unable to obtain readings and restarted continuously. Internal inspection isolated the failure to the power rectifier which failed continuity testing due to an open connection. Additionally, cosmetic damage to the pillars holding the system circuit board was observed, as well as crack to the bottom shell of the unit. A service history record review reveals that this unit was in the field for over five (5) months with no previous reported issues related to this reported event.

Event description:
The customer reported the device keeps rebooting. No patient impact or consequences were reported.